Event description:
It was found during a baxter evaluation that a pump does not have audio function. There was no patient involvement.

Manufacturer narrative:
Manufacturer reference number: (B)(4). The device was returned to baxter and an evaluation was performed. The investigation experienced the no audio condition on all volume/tone settings. Inspection of the back flex found that a cracked trace. The speaker is grounded to signal ground and because there was an intermittent ground connection, speaker function was also intermittent. The crack was likely caused when the pump sustained an impact. The rear case assembly was replaced.